Event description:
During the index procedure, the patient had a vasospam that was treated with nitrates. This patient presented to cath with bp 140/90, 50% lvef, inferior mi and 1-vessel disease was found. Pre-procedure ck-mb was four times above the upper normal limits. Asa was the pre-procedure medication. Intra-procedure medications included plavix, heparin, and other gp llb/llla inhibitors (integrillin). This patient was randomized to the cypher arm of the study. Pci was performed on a de novo lesion in the distal circumflex of 12mm in length in a 3.0mm diameter vessel with moderate tortuosity of the proximal segment and at a bifurcation with no major side branch involvement. The (b2) eccentric lesion was characterized as totally occluded, irregular contour, angulation between 45 and 90 degrees, little to no calcification and thrombus present. Direct stenting was performed with a 3.0x18mm cypher (lot # unknown) at 12 atm with satisfying results.